Manufacturer narrative:
Product was not returned to the manufacturer. It was discarded by the hospital. No examination could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts for additional information was requested to the reporter, concerning the surgical steps followed. The reporter confirmed on march 27th 2018 that she have no more information to add about the event. Review of the case determined that the lack of information provided prevent from identifying the root cause of this event. If additional information are received that add value to this investigation another report will be sent.

Event description:
Roi-c : bent plate it was an anterior cervical disectomy and fusion procedure. From information received, the anchor bent upon insertion. Surgery was completed successfully with another implant of the same size. No impact on patient. Additional information provided shows that the issue occurred for implantation of the second anchor (the top one). According to reporter, "surgical technique was respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2)". No hard bones were detected by surgeon. Starter awl was used before the issue occured with the anchor. According to the reporter, the anchor did not engage the vertebral body. Reporter confirm that the cage was not damaged and was left implanted. Reporter don't have information on the instrument that was used during this surgery, but no other issue was reported to her with this instrument.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the second anchoring plate bent upon insertion. Surgery was completed successfully with another implant of the same size. There was no patient impact cause by the event.